Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 08/24/2017 with the following findings: no device issues were experienced with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. Data relevant to the alleged event was overwritten due to extended pump use. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 01/31/2017, the reported contacted animas alleging the patient¿s blood glucose on an unknown date was 22 mmol/dl with extreme drowsiness and extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s basal rate settings were recently changed. During troubleshooting, it was reported that the pump alarmed for a call service 064 alarm (occlusion). This complaint is being reported because the reported health event was attributed to a device malfunction.